Event description:
It was reported that during a latarjet surgery there were issue relates to the condition of the drills (2.75 mm and 4.0 mm), which were described as dull and appearing to have been reused multiple times. Per complaint reporter there was no harm for patient, operator or third party. The surgery was finished successfully by improvising with own equipment/drill. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.